Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion the code because it is the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found an extension insertion anomaly and the balseal spring was deformed. Analysis identified a deformed balseal spring in the ins connector port which affected the insertion of a lead or extension. The (B)(4)balseal was deformed and the (B)(4) balseal springs were damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they could not fully insert the extension into the second channel of the implantable neurostimulator (ins) during implant. Only one of the extension electrodes were able to be inserted into the ins. The hcp opened the ins set screws and tried multiple times. No environmental, external, or patient factors contributed to the event. No diagnostics or troubleshooting was done. A new ins was used and the issue was resolved. No patient complications were reported.